Event description:
Customer reported a weak battery alarm and a blank display on the insulin pump. The blood glucose reading was 56 mg/dl. Customer treated with food. He stated that the insulin pump showed no signs of physical damage. Customer was not able to remove the battery and was not sure if the battery compartment or spring was damaged or corroded. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.